Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an intermittent inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 70 mg/dl, and the meter bg reading was 11 mg/dl. This level of inaccuracy does not present significant clinical risk according to the parkes error grid. As a result of the inaccurate cgm, customer experienced a low bg of 11 mg/dl, resulting in the customer becoming ¿incapacitated¿. Customer received assistance from paramedics who administered intravenous d50 (dextrose) to address bg. No additional patient or event information was available. A root cause could not be determined. Reportedly, the customer entered a calibration bg value resolving the issue and the customer replaced the sensor.